Event description:
Voice message received from sales rep reporting that facility experienced tubing "leak". Follow up with materials manager revealed there have been two incidents at facility in which tubing was found to have holes that caused leakage. Further investigation with nursing director revealed that there was one leak involving an unknown chemo medication during pt infusion and one incident involving a saline leak during prime. Nursing director confirmed that there was no pt injury or staff exposure with the chemo leak. Clinician confirmed that "only a few drops" leaked out and that the tubing was immediately changed and discarded of appropriately.